Manufacturer narrative:
During inspection the technician found no issues with the table. The table events log indicated the table became unpaired by user action, environmental interference or issues with a device that is not a trumpf medical product.

Event description:
During a procedure, the table was unresponsive to commands from the pendant. The account verified that the table was paired and connected securely with the da vinci system by checking the pendant and the power cable. The table remained unresponsive but the procedure continued with no impact to the patient. The table was then rebooted and worked with no further issues.